Event description:
It was reported that the patient presented inpatient post-implant procedure. Upon review, the patient had high ventricular rate due to pacing from the right ventricular(rv) lead. X-ray imaging showed that the rv lead was dislodged. The lead was re-positioned successfully on (B)(6) 2022. The patient condition was stable.